Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/03/2020. H3 evaluation: it was received for analysis an empty opened foil, an empty labeled winding former and a needle-suture piece of product code. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. However, there were marks on the body of the needle that appeared to be by a surgical instrument. The suture piece was examined, the barbs had damage, and the end was noted cut. In addition, a functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the suture breakage is an improper handling.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Summary: it was reported performance breakage suture. A picture was returned for analysis. Upon visual inspection of picture, a foil packet, a labeled winding former and a suture of the product only a section of the suture protrude of the winding former could be observed; however, it was not possible determine if the strand was broken and no conclusion could be reach as the sample was not returned for analysis. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an orthopedic open reduction and internal fixation procedure on (B)(6) 2020 and the barbed suture was used. It was reported that the suture broke when sewing during surgery. There were no patient consequences reported.